Manufacturer narrative:
The reported events were helix mechanism issue and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil in the connector region was over-torqued consistent with the procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood and tissue in the helix region and over-torqued of the inner coil. The reported event of r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant, r wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead was repositioned and the helix failed to extend. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.